Event description:
During the paroxysmal atrial fibrillation procedure, the rf energy was delivered with 45 watts at the left pulmonary vein and right pulmonary vein following after mapping. When rf was delivered to the anterior wall with the contact force as high as 20 to 30 grams, an impedance rise was noted twice. Therefore, the catheter was extracted. When the catheter was removed, a blood clot was on the tip of the catheter. Additionally, it was noted a blood clot was on the sheath as well which was considered to be the one from the catheter. The catheter was flushed and the procedure was continued with the reported catheter at the power of 30 watts. The procedure was completed with no adverse consequences to the patient.